Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarming system error 341 during an infusion in the pediatric care area. The pump then had to be swapped out, which caused a 10 minute delay in therapy. The new pump was able to successfully continue the infusion. It was also reported that there was no pt injury.